Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine images were returned to medtronic for review. Per the medtronic image review report the following was noted, per aortic root angiogram, calcium is seen on the leaflets. Some infolding was noted during valve check, however, it did not extend past the third node. The loaded device was across the native annulus and the valve was being deployed to 80%. The valve was under expanded. The valve was fully deployed and the angiogram showed moderate paravalvular leak (pvl). A post implant balloon aortic valvuloplasty (bav) was performed. Angiogram of the post implant bav showed extravasation of contrast, possibly coming from the left coronary cusp. The blood flow was very slow from the aortic arch to the descending aorta. From the angiogram taken of the descending aorta, there was no blood flow. Cardiopulmonary resuscitation (CPR) was performed on the patient. The cine films can confirm the event description that a post implant bav was performed due to moderate pvl. The cine films cannot confirm the status of the patient or the cause of death. The patient had moderate calcium on their annulus. Valve under-expansion can be affected by patient anatomical factors (e.g., calcification location and levels) and/or procedure related factors (e.g., valve positioning). It is possible that the patient¿s calcified anatomy (seen on the leaflets and the annulus) affected the expansion of the evolut pro valve, however a conclusive cause for the incomplete expansion could not be determined. Regarding the reported pvl, it can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was likely attributed to the incomplete expansion of the valve/calcification levels but based on the available information, a root cause could not be conclusively determined. To improve the pvl, a post implant dilation with a non-medtronic balloon was performed. It was reported that immediately after post implant dilation, the blood pressure dropped, and an annulus rupture was observed. The patient died as a result. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension most likely was a consequence of the annular rupture. It should be noted that the evolut pro IFU states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting a size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valve, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s compliance chart to ensure that the applied inflation pressure does not result in a balloon diameter that exceeds the indicated annulus range for the bioprothesis. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of the balloon catheter devices.¿ cardiovascular injury such as, rupture, perforation, or dissection of vessels, is also a potential adverse event associated with the evolut pro implantation. From the available information, the patient death resulted from an annular rupture that occurred immediately after post-dilation. Per the physician the patient's death was not related to the valve. No allegations were made relating the valve or its function to the death. The physician did not attribute the death to the device. Updated: patient codes, method codes, results codes, conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant dilation was performed due to moderate paravalvular leak (pvl). The size of the balloon was 22 mm and the annulus measured at 20 x 26 mm. Upon removing the balloon, the blood pressure dropped and the patient expired. Per the physician, the cause of death was an annular rupture caused by the post-implant dilatation with a non-medtronic balloon and not the transcatheter valve itself.